Event description:
It was reported that during a photoselective vaporization procedure the fiber tip broke inside the patient. The procedure was completed with another fiber and patient status was noted to be stable.

Manufacturer narrative:
Corrected initial report first name . Corrected initial report last name. Corrected initial report facility name. Corrected initial reporter address 1. Corrected initial reporter zip/post code.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify that the fiber tip was broken. The fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "broken fiber tip" could not be confirmed. The damages found on the fiber were determined based glue failure. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure the fiber tip broke inside the patient. The procedure was completed with another fiber and patient status was noted to be stable.

Event description:
It was reported that during a photo selective vaporization procedure the fiber tip broke inside the patient. The procedure was completed with another fiber and patient status was noted to be stable.